Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a loose connection was reported and is a known cause of air being introduced into the set up. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line/set) occurred on the homechoice (hc) device during dwell 6 of 10. The home patient (hp) was connected at the time of the alarm. The hp stated that the supply bag had a loose connection and there was a leak at the connection site. The technical service representative (tsr) had the hp cycle the power on the hc device until the alarm cleared. The hp was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.